Event description:
It was reported that the patient experienced syncope. The lead exhibited loss of capture. The lead was explanted and replaced (B)(6).

Manufacturer narrative:
No medwatch form was received.